Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device had depleted its internal hybrid layer capacitor (hlc) batteries on (B)(6) 2015. A new charge-pak battery charger was placed into the device on (B)(6) 2016, and the charge level of the hlc batteries went back up. The device would charge and shock defibrillation energy. Proper device operation was confirmed through functional and performance testing. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.

Event description:
A customer had returned their device to physio-control after it showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had depleted its hybrid layer capacitor (hlc) batteries on (B)(6) 2015. The device would not provide defibrillation therapy if required. There was no patient use associated with the reported issue.